Event description:
The event is reported as: the double swivel connector which is normally connected at the small flexible tube came loose. A new double swivel connector was obtained for use. No report of a patient injury or delay in treatment.

Manufacturer narrative:
The sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, sher-I-bronch, ls, 39 fr, lot number 01a1300399 was manufactured on 01/24/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.